Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and loss of sensing. It was noted that the patient had been in the hospital for respiratory issues and the patient had been non-compliant and was incoherent. A revision procedure was performed and the lead was surgically capped and abandoned, and successfully replaced. It was noted that there were no known adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.